Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported, the patient felt inadequate stimulation coverage and reprogramming had not resolved the issue. The patient stated, she would like additional reprogramming. It was reported, the patient is seeing a new physician and will meet with the sjm representative at that time.